Event description:
It was reported the patient presented to hospital for follow-up. Externalized conductors were observed via fluoroscopy. Replacing the lead was recommended. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.